Event description:
The home pt reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine. The pt reported that they accidentally had become disconnected from the pt line of the homechoice set. The pt discontinued treatment and reported to their dialysis clinic. The healthcare professional administered prophylactic antibiotics. There is not pt injury associated with this event according to the healthcare professional.